Manufacturer narrative:
User facility/medsun report was received on 9/18/2024 from the FDA. FDA medsun report # is 4100120000-2024-8024. Investigation cannot be conducted due to affected product was not returned for evaluation by user facility..

Event description:
Got blood return in the kurin device, but no blood would flow through the filter, even when the bottle was attached to the vacutainer.